Event description:
While titrating meds (levophed, fentanyl and vasopressin), this IV pump made a loud beep, read "critical error" and then shut completely off. Was unable to get it restarted. IV pump and channels were all changed out. Pump involved was taken out of service. Device was sent to biomed for testing. Biomed inspected device and found error code 800.8000 in error log from date of event. Manufacturer response for IV alaris pump, bd/carefusion (per site reporter). Contacted bd tech support and was told this error can be caused by interference from other devices in the room such as cell phones, other equipment, construction, etc. Bd recommends reloading software to device and performing testing. Reloaded software and ran multiple infusions with attached pumps throughout the day and had no failures or errors.